Event description:
Roche diagnostics received a customer complaint regarding an alleged discrepant elecsys hcg+ss assay result for a patient sample tested on the cobas e 801 analytical unit. The initial result was 7.32 miu/ml. The repeat results on the same instrument and a second e801 were 0.200 miu/ml both times, accompanied by a data flag. A new sample was obtained and retested on both instruments, and the results were 0.200 miu/ml both times, accompanied by a data flag.

Manufacturer narrative:
The reagent lot number was 86890601 with an expiration date of 30-sep-2026. The field service engineer (fse) inspected the instrument and found the gear pump pressure below limits. The fse adjusted the gear pump pressure and inspected and cleaned the pre-wash needles, sippers, the reagent and sample needles, the tip and cup grippers, and the process syringe. Repeatability tests were conducted using the same sample on both instruments, and all tests yielded identical results. Following the fse intervention, no further issues were observed. The investigation determined that the service actions resolved the issue.